Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump had a broken battery tube threads and cracked lcd display window corners

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.